Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Pc-(B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent an unspecified breast surgery with 400cc mentor memorygel breast implant has experienced left sided capsular contracture grade iii, and bilateral ptosis post operation. As a result, patient underwent bilateral mastopexies, capsulectomies', and bilateral replacements as follow: l/cat#: shpx405, sn#: (B)(4), r/ cat#: shpx405, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis. Note: patients current complication reported in manufacturer report number 1645337-2021-09520